Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 488 mg/dl at the time of incident and the current blood glucose level was 425 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they kicked out of auto mode. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. The device will not be returned for analysis.